Manufacturer narrative:
This report is submitted on september 28 2016, submitted by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report (B)(6) 2016.